Manufacturer narrative:
A zoll medical corporation approved service provider evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress testing without duplicating the report. The device was recertified and returned to the customer. There are also multiple check pads messages indicating that a valid patient impedance was not detected. The device is designed to not deliver a shock under these conditions. There are a number of factors outside of a device malfunction that can cause these messages that include but are not limited to: a poor connection of the pads/mfc to the device and/or patient, or an issue with the pads/mfc themselves. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.